Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in a procedure. The exact procedure date was unknown. During preparation, it was noticed that device had no packaging, and it was unknown if the device had a problem after it was opened. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke. Note: a photo of the complaint device was provided by the customer and shows a box of the device and a portion of the trip wire protruded from the tip most right portion of the box.